Event description:
Per the independent repair center, the unit was noisy. The key failure is the compressor had no output. The initial oxygen reading was 75.2% which should have produced an "alarm," but wasn't mentioned with initial complaint.